Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited light transmission failed and black stains under light guide cover glass. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the light transmission failed was cause traced to component failure and for black stains under light guide cover glass was cause not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.